Event description:
Per the independent repair center, the customer alleged problem is the unit will not start/noisy unit/alarm will not function. The on/off switch has no alarm. The key failure is the muffler is noisy.

Manufacturer narrative:
(B)(4). This product was inspected and repair by an independent repair center.should additional information become available, a supplemental record will be filed.